Event description:
It is reported that the pt was revised due to a disassociated articular surface.

Manufacturer narrative:
Evaluation summary: the reporter indicated that a locking screw was not used in the procedure. The package insert indicates that 17mm and thicker articular surfaces requires a locking screw. The reported disassociation of the articular surface is likely due to failure to follow instructions. Device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to be reported problem.